Event description:
It was reported that on (B)(6) 2025, a urology patient underwent ureterolithotomy. When placing a ureteral stent, it was found that the newly opened ureteral stent was bent, and the guide wire could not pass through. The ureteral stent might be at risk of fracture. A new ureteral stent was randomly replaced to complete the operation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed, cause unknown. Received 1 ureteral stent. Verified material number 787626 and batch number ngjz2114. Visual inspection noted the stent was bent. Product labeling was reviewed and addressed within the labeling. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, a urology patient underwent ureterolithotomy. When placing a ureteral stent, it was found that the newly opened ureteral stent was bent, and the guide wire could not pass through. The ureteral stent might be at risk of fracture. A new ureteral stent was randomly replaced to complete the operation.